Event description:
Complainant alleged that during biomed testing, device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not receive the device for evaluation and this complaint is still under investigation.